Event description:
The volumes were fluctuating with each breath. The co's svc tech verified that the volumes and pressures were out of spec. The cse inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.